Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. Initial inspection of the soft cannula found it to be kinked and damaged. Fluid path testing found fluid leaking out of a tear in the exposed soft cannula, resulting in an external leak. It could not be determined when the damage to the soft cannula occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. The pod was received with evidence of blood in the soft cannula and the formed needle visible in the exposed portion of the soft cannula. Opening the pod did not result in the formed needle retracting. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and slide retract, indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated from the slide retract during deployment, preventing the formed needle from retracting after deployment. The exposed formed needle contributed to the reported bleeding and irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level rose to over 250 mg/dl. In addition the pod infusion site was red and raised with some blood. As treatment, the patient administered a bolus and applied a new pod.